Manufacturer narrative:
(B)(4). The pump was received with a blank non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify back light anomaly due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery test failed alarm. The customer stated had battery test failed alarm which occurred after inserting new battery and notification light was flashing and insulin pump does not fully turn on. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.